Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were showing as not detected on bus and were not recoverable. A field service engineer arrived onsite and found no failed icon displayed on the station screen. Call notes did not specify which drawer was affected, only that it involved a full-height cubie drawer. Fse ran tests on all full-height cubie drawers using the hardware test application (hta). All drawers passed. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.